Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger while using freestyle librelink. The customer experienced a loss of consciousness and had contact with a healthcare provider who treated him with glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not trigger while using freestyle librelink. The customer experienced a loss of consciousness and had contact with a healthcare provider who treated him with glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided for libre sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Based on the information provided during troubleshooting, the user had started the libre 2 sensor using the libre 2 reader before scanning using the librelink app. Alarms are only available on the device used to start the sensor. If the reader was used to start the sensor, the app can be used to scan the sensor and receive glucose measurements but will not receive glucose alarms. The available tripped trend reports were reviewed for libre sensor and the reported complaint for the last year. The review did not identify any trends that would indicate any product-related issues related to this complaint. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on an iphone se device with using a known good libre 2 sensor. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date entered in section h4 is the date abbott diabetes care became aware of the event.